Event description:
A report was received that a pt was experiencing charging difficulties due to the ipg being implanted at an angle. The pt underwent a pocket revision procedure and is reportedly doing well and able to charge the ipg.

Manufacturer narrative:
This is the final report.